Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging the insulin pump alarmed for loss of prime three or more times and occurred with at least three separate cartridges from two separate packages. The patient reportedly experienced hypoglycemia while on insulin pump therapy, related to the loss of prime issue. The patient reportedly primed the pump while still attached to the pump after receiving a loss of prime warning. The patient was reported to have received approximately 5.8 units of insulin on (B)(6) 2015 at 16:00. The patient's blood glucose measurement was reported measure 1.5 mmol/l. The patient did not receive any treatment above or beyond the usual routine of diabetes management. The patient did not require the assistance of a third party and did not lose consciousness. This complaint is being reported because the pump alarmed for loss of prime 3 or more times and the patient experienced a blood glucose excursion as a result of priming the pump while still attached via the infusion set.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings: review of the black box data revealed multiple loss of prime warnings associated with a low non-zero force leading to delivery interruptions dated (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The total daily dose amounts add up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed for further investigation; the pins of the force sensor unit were properly seated and the solder connections were intact. There was no evidence of contamination or cracked force sensor traces. The force sensor unit was determined to be operating within the required specifications. There was no evidence of moisture inside the pump. Investigation did not duplicate the alleged loss of prime issue and the pump was found to be operating within the required specifications without malfunction. (B)(4).